Event description:
It is reported that both thumb screws fractured at the threads.

Manufacturer narrative:
Evaluation: as returned, a portion of the threads have fractured off the thumb screw inserter/extractor. The device was dimensionally analyzed (including hardness) and found to be within print specifications. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events 9. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.